Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a complete separation in the shaft located 33.8cm from the device tip with the separated ends appearing to have been mechanically separated, numerous kinks in the shaft and shaft damage (flattened) located at the site of the shaft separation. Inspection of the rest of the device found no other damage or defect. The guide wire was not able to be removed from the renegade shaft until fluid was able to be flushed though the shaft. Once flushed, the guide wire was inserted into the device hub and advanced. The wire was able to move through the shaft easily and without issue.

Event description:
Reportable based on device analysis completed on 14oct2020. It was reported that the device was stuck and could not be pushed. The target lesion was located in the hepatic artery. A 135/10 renegade hi-flo kit was selected for use. During procedure, the guidewire could not be pushed inside the patient's body as it was stuck in the distal end. The guidewire and microcatheter were then retrieved. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device analysis revealed a shaft separation.